Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, inside compression sleeve connector, screwing prn cap is not strong, easy too loose and fall off. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a loose component could not be confirmed. The products returned for evaluation were two 4fr sl groshong PICC catheters. A gross visual inspection of the returned units found that the catheter tubing in both units had been trimmed near the distal end of the two-piece connector. An injection cap was returned, threaded on to the female luer of one of the units. The units were checked for any loose coupling of components, but none were observed. The returned injection cap was threaded on to the female luer of both units and then attempted to be pulled apart. The injection cap was found to be firmly secured in both units. The catheter tubing was pulled to check if it was loosely coupled with the two-piece connector in either unit. The catheter tubing was firmly secured and could not be decoupled from the two-piece connector in either unit. The two-piece connector was attempted to be pulled apart but the proximal and distal piece were found to be adequately coupled in both units. Based on the available evidence, the reported defect could not be confirmed.